Manufacturer narrative:
Device evaluated by MFR.: stent delivery system (sds) was returned for analysis. A visual examination of the stent found no issues on the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent outer diameter (od ) was measured and was within the maximum crimped stent profile measurement. The tip was visually and microscopically examined and the tip was noted to be slightly damaged on the distal edges of the tip. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a kink 215 mm distal from the distal end of strain relief. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the inner and outer lumen and mid-shaft section found no issues with the shaft polymer extrusion. The bicomponent bond showed no signs of damage. No other issues were identified during the product analysis. There is no evidence that the device failed to meet specification. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed, 16x3.0mm target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. A 3.00x16mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed, 16x3.0mm target lesion was located in the mildly tortuous and moderately calcified left circumflex (lcx) artery. A 3.00x16mm promus element drug-eluting stent was advanced to treat the lesion. However, during the procedure, it was noted that the tip of the stent struts was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.